Manufacturer narrative:
(B)(4). Incident date was not provided. UDI not provided. Re-processing information not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced fistula, severe adhesions to bowel, bowel resection, and component separation. The patient under went revision surgery approximately 6 years and 2 months and 6 years and 5 months post op.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the underlay implant, the patient experienced pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, fistula, adhesions, mesh erosion into viscera, urinary tract infection, abscess, soft tissue thickening, inflammation, protruding bowel loops, abdominal pain, bronchitis, coughing, phlegmon, scarring, erythema, dark maroon colored fluid with anaerobic smell, mesh wrinkled, mesh not well incorporated, erosion, drainage, nausea, constipation, mesh free floating defects in rectus sheath, poor fascia throughout abdomen, wound dehiscence, necrotic skin, weakness, shortness of breath, light headed, sepsis, and open wound. Post-operative patient treatment included revision surgery, bowel resection, explantation of mesh, wound vac, incision and drainage, excision of abdominal wall phlegmon, washout and drain placement, rigid sigmoidoscopy, admitted to hospital, PICC line placed, lysis of adhesions, mobilization of the splenic flexure, wound debridement, antibiotics, colectomy with anastom osis, and component separation.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the underlay implant, the patient experienced hemoglobin low at 10.5. Hematocrit low at 33.8. Bun high at 24, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, fistula, adhesions, mesh erosion into viscera, urinary tract infection, abscess, soft tissue thickening, inflammation, protruding bowel loops, abdominal pain, bronchitis, coughing, phlegmon, scarring, erythema, dark maroon colored fluid with anaerobic smell, mesh wrinkled, mesh not well incorporated, erosion, drainage, nausea, constipation, mesh free floating defects in rectus sheath, poor fascia throughout abdomen, wound dehiscence, necrotic skin, weakness, shortness of breath, light headed, sepsis, and open wound. Post-operative patient treatment included CT scan, revision surgery, bowel resection, partial mesh removal, explantation of mesh, hernia repair with new mesh, wound vac, incision and drainage, excision of abdominal wall phlegmon, washout and drain placement, rigid sigmoidoscopy, admitted to hospital, PICC line placed, lysis of adhesions, mobilization of the splenic flexure, wound debridement, antibiotics, colectomy with anastomosis, and component separation.

Manufacturer narrative:
Additional info: b5, b7, h6 (patient code, imf codes, updated ime e2402 to include: "low hemoglobin and hematocrit"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced fistula, adhesions, mesh erosion into viscera, and open wound. Post-operative patient treatment included revision surgery, bowel resection, explantation of mesh, wound vac, incision and drainage, and component separation.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the underlay implant, the patient experienced labs abnormal for hemoglobin; hematocrit; bun, pain, mental pain, disability, impairment, loss of enjoyment of life, defective mesh, fistula, adhesions, mesh erosion into viscera, abscess, soft tissue thickening, inflammation, protruding bowel loops, abdominal pain, bronchitis, coughing, phlegmon, scarring, erythema, dark maroon colored fluid with anaerobic smell, mesh wrinkled, mesh not well incorporated, erosion, drainage, nausea, constipation,mesh free floating defects in rectus sheath, poor fascia throughout abdomen, wound dehiscence, necrotic skin, weakness, shortness of breath, light headed, sepsis, and open wound. Post-operative patient treatment included CT scan, revision surgery, bowel resection, partial mesh removal, explantation of mesh, hernia repair with new mesh, wound vac, incision and drainage, excision of abdominal wall phlegmon, washout and drain placement, rigid sigmoidoscopy, admitted to hospital, PICC line placed, lysis of adhesions, mobilization of the splenic flexure, wound debridement, antibiotics, colectomy with anastomosis, and component separation.

Manufacturer narrative:
Additional info: removal of patient code <(>&<)> ime e2402: labs abnormal for hemoglobin; hem atocrit; bun). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the underlay implant, the patient experienced fistula, adhesions, mesh erosion into viscera, urinary tract infection, abscess, soft tissue thickening, inflammation, protruding bowel loops, abdominal pain, bronchitis, coughing, phlegmon, scarring, erythema, dark maroon colored fluid with anaerobic smell, mesh wrinkled, mesh not well incorporated, erosion, drainage, nausea, constipation, mesh free floating defects in rectus sheath, poor fascia throughout abdomen, wound dehiscence, necrotic skin, weakness, shortness of breath, light headed, sepsis, and open wound. Post-operative patient treatment included revision surgery, bowel resection, explantation of mesh, wound vac, incision and drainage, excision of abdominal wall phlegmon, washout and drain placement, rigid sigmoidoscopy, admitted to hospital, PICC line placed, lysis of adhesions, mobilization of the splenic flexure, wound debridement, antibiotics, colectomy with anastomosis, and component separation.